Event description:
A hole in the packaging of the instrumentation set was identifed. The surgery had to be cancelled and rescheduled for next day when a new set arrived. The patient had already received his pre-op medications.